Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness. It was noted that the atrial lead position check failed. It was also noted there was no atrial capture threshold available. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.